Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Analysis was unable to verify button anomaly or battery out limit alarm due to blank display.

Event description:
The customer reported via phone call that the buttons were intermittently working. The customer's blood glucose was unknown at the time of incident. The customer also reported that the insulin pump vibrated and went to blank after being shook. The insulin pump was returned for analysis.